Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted or explanted. A review of the device history record revealed no complaint related anomalies. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(6). Placeholder.

Event description:
Facility reported 3 battery reamers/drills as running slow. Routine repair of battery reamer/drill batch number 4479 on (B)(6) 2013 reported device as running slow, sticky trigger, failed torque and cannulation test and failed torque test. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the reporter's complaint of the unit running slow could not be confirmed. The device was tested and the complaint wasn't duplicated. Placeholder.